Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer experienced analyzer alarms and replaced the f3 and f4 fuses on both (B)(6) 2013, the customer stated the f3 fuse "blew". After the fuse was replaced and the analyzer powered up, the customer stated the fuse caught fire. He stated sparks and flames came from the f3 fuse holder. The flame was put out and the analyzer was powered off. No operators were injured and no patient samples were involved in the event. The field service representative determined there was a defective cooling unit and found the pbc power box module had smoked. He replaced the cooling unit, power box module, and fuses. He verified the analyzer operation with instrument initialization and a diagnostic check which were ok. The customer ran qc with no errors.